Event description:
It was reported that (1) pxw35 was used during an unknown procedure. It was reported by the rep that the staples would not come out of stapler. The case was finished with another pxw35. There was no consequence to pt.